Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that, on the central nurse's station (cns), the ECG waveforms and numeric values were not displaying properly. The trace 1 and trace 2 would disappear, then the ECG waveforms and numerics would go blank on the all beds screen. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and exchange. The reported issue was duplicated and confirmed. Per the evaluation by nihon kohden repair center (nk rc), they found the video output had stopped working. This can cause the ECG waveforms and numerics to not be seen or to be only intermittently seen. Nk rc stated that the mother board and the graphics card require replacement. However, these parts have been discontinued so an exchange unit was offered to the customer to resolve the issue. A serial number review of the reported device (model: pu-621ra, sn: (B)(6)) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided: attempt #1 01/16/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information. Attempt #2 01/23/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded, stating the requested information could not be provided.

Event description:
The biomedical engineer (bme) reported that, on the central nurse's station (cns), the ECG waveforms and numeric values were not displaying properly. The trace 1 and trace 2 would disappear, then the ECG waveforms and numerics would go blank in the all beds screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with displaying ECG waveforms and numeric values. The trace 1 and trace 2 would disappear, and the whole ECG would go blank on all beds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6, b6 - b7, d10 concomitant medical device. Attempt #1 01/16/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details. Attempt #2 01/23/2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that they are having issues with displaying ECG waveforms and numeric values. The trace 1 and trace 2 would disappear, and the whole ECG would go blank on all beds. No patient harm was reported.